Event description:
It was reported that a patient implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shock therapy. The patient was evaluated in clinic, and troubleshooting was performed. The physician was advised to contact technical services for further device analysis. The field representative had no additional information regarding the device or lead. At this time, the device remains implanted. No additional adverse patient effects were reported. Additional information was received in which data was sent in for analysis and ts determined the inappropriate shock was due oversensing of noise related to electromagnetic interference (emi). Ts provided recommendations. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that a patient implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shock therapy. The patient was evaluated in clinic, and troubleshooting was performed. The physician was advised to contact technical services for further device analysis. The field representative had no additional information regarding the device or lead. At this time, the device remains implanted. No additional adverse patient effects were reported.